Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the abnormal color tone of the image may have been a malfunction of the image sensor unit. Olympus will continue to monitor field performance for this device.

Event description:
The olympus employee reported that the hd endoeye laparo-thoraco videoscope had air/water leak from the oredome part of the video connector and the label on the video connector was peeled. Inspection and testing of the returned device found a green or magenta colored image due to damaged charged coupled unit on the connector. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a pinhole on video cable. The water tightness is lost. Due to damage on switch button 2, water tightness is lost. Label on video connector is peeled. Due to damage on charged coupled unit in endoscope connector, color tone of the image is not proper ( image is magenta or green only). Due to damage on video plug, color tone of the image is not proper.(image color is magenta or green only). Due to a crack on video connector case, water tightness is lost. Bending section rubber has a scratch. Adhesive on bending section rubber has a chip. Switch button 1 is damaged. Universal cord has buckling. Video connector has a scratch. Video connector case has a scratch. Light guide connector is deformed and scratched. Light guide-cover glass has a scratch. Right left plate has a scratch. Grip has a scratch. Forceps elevator has a scratch. Up/down plate has a scratch. Angulation lever has a scratch. Control unit has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.